Event description:
During the patient's angiogram and angioplasty, a tiny metal marker band encased in the catheter became dislodged and was retained in the patient.====================== manufacturer response for vascular, quick cross support catheters======================manufacturer wanted original device for examination and analysis